Manufacturer narrative:
Additional, changed, and/or corrected data: d6b., g.1.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, fold creases, wear abrasion, and broken shell and others. A microscopic analysis was performed which identified, sharp crease broken on radius and stress marks. Based on the device analysis, the final assessment is: sharp crease broken assessed, as fold flaw opening.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.